Event description:
It was reported that during a follow-up, the pulse generator exhibited a diagnostics anomaly. The device remained implanted.

Event description:
New information on (B)(6) 2014 notes: it was reported that the pulse generator continued to exhibit a diagnostics anomaly.